Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter placement venography demonstrated appropriate placement with minimal tilting. Subsequently one month post filter deployment, patient developed another pulmonary embolus and required to implant another ivc filter in suprarenal location. Venogram performed revealed clot superior to the filter that was a previously placed. Approximately seven years later, CT revealed the second filter in the infra renal ivc was tilted with apex contacting the ivc wall and one of the struts perforating the wall of the ivc without touching the adjacent structures. Therefore, the investigation is confirmed for filter tilt, positioning issue and perforation. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated and migrated. The device was removed percutaneously. The current status of the patient is unknown.